Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the videoscope had foreign material in the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, foreign material was confirmed in the nozzle. However, it was not possible to identify the foreign matter. There was no deformation at the place where the foreign material remained. A definitive root cause could not be determined. There were no deviations from the reprocessing steps as presented in the instructions for use (IFU). The subject event can be detected and prevented by implementation in accordance with the IFU: the detection method is described in the operation manual "gif-1200n, chapter 3 preparation and inspection". Reprocessing measures are described in "gif-1200n, chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.